Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) battery appeared to be prematurely depleting. Boston scientific technical services (ts) consultant recommended device replacement. At this point, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.